Event description:
The rptr was working on the device belonging to a nearby ambulance co and said that the resistors in the quik-combo module were damaged. The rptr added that after replacing the circuit board assembly in the module, the resistors were agin damaged when an open air defibrillator discharge was performed during the testing. Damage to the resistors caused the external pacemaker feature to be non functional.